Event description:
A report was received that the patient was experiencing pain at the ipg site. It was mentioned that the stimulation was not working at all and was not getting stimulation in the target areas. The patient will be given an injection for the pocket pain.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the ipg was replaced due to physician's preference. Database analysis result revealed that the battery discharge and charge profile revealed no anomalies. No device malfunction was suspected. The patient was doing well postoperatively. The explanted device was not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that the patient was experiencing pain at the ipg site. It was mentioned that the stimulation was not working at all and was not getting stimulation in the target areas. The patient will be given an injection for the pocket pain.